Event description:
Procedure: bullectomy. According to the reporter: the stapler was used with staple line reinforcement. The handle was stiff and a cracking sound occurred when firing. Staples would not fire at all. The surgeon manually sutured. Or was extended 2 hours due to this incident. Pt status reported as ok.